Event description:
It was reported that the patient had a message on her machine but accidently erased the message. The patient reported that the implantable neurostimulator (ins) had been dead for 3 months. The patient reported that the spinal cord stimulator (scs) had been trouble ever since she got it, and had not worked to help the patient¿s pain so she had it turned off for several months because it was not working. The patient reported one morning she got a phone call from her healthcare professional (hcp) office that the manufacturing representative was at the office and they asked the patient to come in. The manufacturing representative reprogrammed the system and the results were not good because the patient was in worse pain all through the right buttock. The patient stated that she kept it on for 3 days thinking ¿if a little is good, more is better.¿ the patient reported that she swam in the pool and the ¿volume increased immensely¿ and she felt a strong current down to her toes. The patient reported in order to be comfortable she had to sleep on one side only in the fetal position. The patient reported that she currently had the stimulator turned off.

Event description:
Additional information received reported that there were adjustments made but they could not get good coverage of the patient¿s pain. It was noted that the patient had no symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) had been moving around for 2 to 3 months prior to the report. The device was not working. It was throbbing all night. Reprogramming was attempted. The patient decided she wanted to have the ins removed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that on (B)(6) 2015, the patient saw the manufacturing representative and he re-programmed the device and have had considerable pain since. On (B)(6) 2015, the patient discontinued use. The patient tried to contact the manufacturing representative, but was not able to reach him. On (B)(6) 2015, the pain was still present and the patient requested a cream that was used in past prescription difficulties. The physician had no further advice. The patient's arthritis was severe. The patient exercised and tried to practice good lifestyle choices. The patient was still open to using the stimulator. The patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative.